Manufacturer narrative:
(B)(6) 2023 - we were notified about a capsule that was retained by a patient. Frm-0089b capsule incident questionnaire was sen to the customer. (B)(6) 2023 - frm-0089 was completed and sent to us indicating that the patient had a preexisting condition that could have led to the retention, a previous colon surgery. The patient was scheduled for a sigmoidoscopy on (B)(6) 2023. (B)(6) 2023 - the physicians tried to remove capsule through colonoscopy, enteroscopy (from upper and lower) but was not successful. The capsule is stuck in the ileum. Since the patient does not have symptoms, they will observe. If she develops symptoms of obstruction, will consider surgery. (B)(6) 2023 - we were informed that the capsule was still in the patient's intestine from a recent abdominal x-ray, the patient had no symptoms of obstruction. (B)(6) 2023 - we were notified that the patient was scheduled for surgery in (B)(6) 2023 (B)(6) 2023 - patient had surgery with capsule removal and is at home.

Event description:
(B)(6) 2023 - we were notified about a capsule that was retained by a patient. Frm-0089b capsule incident questionnaire was sen to the customer. (B)(6) 2023 - frm-0089 was completed and sent to us indicating that the patient had a preexisting condition that could have led to the retention, a previous colon surgery. The patient was scheduled for a sigmoidoscopy on (B)(6) 2023. (B)(6) 2023 - the physicians tried to remove capsule through colonoscopy, enteroscopy (from upper and lower) but was not successful. The capsule is stuck in the ileum. Since the patient does not have symptoms, they will observe. If she develops symptoms of obstruction, will consider surgery. (B)(6) 2023 - we were informed that the capsule was still in the patient's intestine from a recent abdominal x-ray, the patient had no symptoms of obstruction. (B)(6) 2023 - we were notified that the patient was scheduled for surgery in (B)(6) 2023 (B)(6) 2023 - patient had surgery with capsule removal and is at home.